Manufacturer narrative:
The company representative examined the system and was unable to duplicate the customer reported event. The company representative tested the ultrasound (u/s) power output and checked the customer's handpiece with no issues observed. The software was upgraded. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).

Event description:
A nurse reported that the system primed and tuned fine but there was no phaco when the surgeon tried to use it during a cataract procedure. They did try two different handpieces and cycling power which did not help. There was a 30 minute delay while they switched out the system to complete the procedure. They did not try the second handpiece connector and they will call if they need additional service. There was no pt harm.